Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device has been explanted.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test, and microscopic analysis of the returned device identified: fold crease, crack opening, wear abrasion, white particles, delamination of valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve and delamination of diaphragm flange disk assessed as adhesive failure.